Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 had sticking issue. The cutting device was sticking unusually when advancing it through the cannula into the cutting position. It appears to get caught at the distal exit of the cannula tunnel at the level of the jaws articulation of the cutting device upon advancing to cut branches. Also stated that the sticking occurs when advancing the cutting device out to cut branches but not as much when retracting the cutting device back into the cannula. Case completed successfully without replacing the device and without harm to patient.

Manufacturer narrative:
Trackwise (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there was one additional similar complaint reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of oct 2021 through "jan 2022. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2020 through jan -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (213/67/10) the device was returned to the factory for evaluation on 01/31/2022. An investigation was conducted on 02/22/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the base of the harvesting device jaws. There were no visual defects observed on the harvesting device jaws or heater wire. The cannula was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device and the investigation results, the reported failure "fitting problem" was not confirmed.